Manufacturer narrative:
The hill-rom technician found the casters worn from normal wear and tear causing the brake not to hold. Per the hill-rom user manual, warning: pts may use th e bed for support while entering or exiting; if the unit moves unexpectedly, pt injury could occur. When the unit is unattended, ensure that both brakes are locked. The brakes for the clinitron bed are located at the right, head end and the left, foot end of the unit. To apply the brakes, step on the lower end of the brake lever to lock the wheels. To release the brakes, apply inward pressure to the upper end of the brake lever. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their bed. The technician replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake caster at head of bed was not holding. The bed was located at the account. There was no pt/user injury reported. (B)(4).